Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid flow with the twist clamp of the minicap extended life pd transfer set closed. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with a mini cap attached to female connector. A visual inspection with the naked eye noted a broken occluder leg beneath the white twist clamp. Clear passage testing was performed with no issues noted. Leak testing was performed and no external leak was observed, however an internal leak through a closed clamp was observed. Clamp function testing was performed and a leak through a closed clamp was observed. The reported condition was verified. The broken occluder foot is the cause of the leak, fluid flow through the set. The cause of the broken occluder leg could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.